Event description:
Alleged event: healthcare professional reported a "capsular contracture/capsule" of a non-(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5190679. Pt: 1924, 1761. Device: 2886. This report captures: breast implant #2.